Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got a motor error message. Along with the motor error message, the customer received multiple no deliveries during bolus. The customer changed sets and did not get the alarms when doing so. The blood glucose levels are unknown. It is reported that the customer had high ketones, but corrected it with manual injections. Customer was advised to troubleshoot by removing reservoir and set from pump, but process was not complete due to customer rewinding the pump after receiving an alarm. Customer was advised to discontinue use of the pump, and that the pump will need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, and minor scratches on the lcd window.